Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the surgeon was concerned with endothelial cells count post op comparing with other eye. She noticed the eye operated with company stent had a lower count of endothelial cells. She also reported that post-op day one stent was perfectly implanted, and two weeks post-op the stent had migrated into the anterior chamber. Additional information has been requested, received and stated the surgeon completed the follow-up with the patient, and under gonioscopy the stent was confirmed to be in perfect position.